Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
International pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her son is experiencing an allergic reaction to the sensor's adhesive patch. Pt complains of itching and pain around the insertion site. Pt has tried alternative adhesive but to no avail. Pt has consulted with several physicians whose medical judgement was that the allergy is probably caused by a component in the adhesive material.